Manufacturer narrative:
H3: initial reporter has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep) and a healthcare provider (hcp). It was reported that the operating room (or) staff initially reported the event. The rep instructed or staff to do what technical services recommended. The pump was filled with 20 cc and withdrew it. This was successful. The pump was filled with drug and implanted. The event was resolved at the time of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) regarding an implantable pump. It was reported that the representative stated that they were trying to empty water from a 8667-20 pump and they suspected some air got into the reservoir. They were only able to get 13 cc of water out of the pump. The representative stated they tried multiple syringes to try to pull air out of the reservoir they did see air bubbles but no more fluid. Technical support services suggested that they tried to fill the pump with 20 ml saline and then withdraw saline to verify they could get 20 cc.

Manufacturer narrative:
Updated patient info/pump serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.